Event description:
Additional information found the infection was treated with oral and IV antibiotics and the infection has now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02757, 3006705815-2020-02759, 1627487-2020-22747, 1627487-2020-22748. It was reported the patient had an infection at the ipg and lead sites. Surgical intervention took place where the system was explanted to address the issue.